Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced arrhythmia as a result of the positioning of the impella pump. It was noted during support that the pump was unintentionally pushed out of the left ventricle during an operation to close the patient's chest. The patient began experiencing ventricular tachycardia and the pump was quickly removed and properly re-inserted. It was documented that during repositioning, the pump shifted and flipped into the mitral apparatus and caused arrhythmia. The pump was placed in a manner to avoid further complications and support continued.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.